Event description:
Consumer reported complaint for error message (e-3). The customer reported symptom of nausea; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 99 mg/dl using true metrix meter. The product is stored according to specification in the hallway closet. The test strip lot manufacturer¿s expiration date is 01/24/2025 and open vial date is 3 months ago.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: nausea. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.